Event description:
The reporter stated that the surgeon was attempting to insert a 26.0 se/3.5 diopter aa4203tf single piece silicone lens, with toric optic. The injector plunger overrode the lens causing it to tear. The tip of the plunger broke in half. No patient contact or injury.